Event description:
It was reported that the customer passed away. The customer was wearing the pump at the time of death. The cause of the customer's death was unk. In addition, it was informed that the death certificate was not completed yet.